Event description:
It was reported cartridges did not fit or line up as well as they previously had. No information was provided regarding impact to customer¿s blood glucose level. Customer declined additional troubleshooting and no further information or follow-up was available for this event.